Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer wanted to change the settings for the pump, the customer accidentally bloused 18 u by switching her cards and her bg. The customer's blood glucose level ranged from 45-94 mg/dl and were addressed by drinking juice, eating snacks, and changing the max bolus.

Manufacturer narrative:
(B)(4).